Event description:
The reported description of this complaint notes there was a patient monitor speaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a patient monitor speaker malfunction with loss of audio function. No patient harm was reported. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.